Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an absence of no delivery alarm. The blood glucose reading was 218 mg/dl. The customer stated that she had issues with the infusion sets being occluded and that when she attempted to prime, nothing came from the cannula. She noted that she did not have the tubing clamp necessary to continue troubleshooting. Advised the customer to monitor the insulin pump until troubleshooting could be completed. Nothing further reported.